Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 311 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 110 mg/dl and 128 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: 265 mg/dl, 311 mg/dl. Customer's daughter called in stating meter is displaying high readings.